Event description:
It was reported that an insulin gauge displayed an amount different from what was expected, with a difference greater than 30 units on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for troubleshooting if the problem reoccurred.